Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 2100mg/dl, a loss of consciousness, a coma, and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment received. No information was provided regarding the release date; however customer indicated the issue was resolved. Reportedly, customer sustained permanent nerve damage in leg, and part of intestine was removed. The customer alleged the pump was "malfunctioning," however, this could not be confirmed as customer did not have the pump available for troubleshooting with tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.